Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a complete pump reset, and after the reset, the error did not reoccur. The caller successfully started their sensor session.